Event description:
A surgeon reported that during laser assisted cataract surgery in the left eye, an anterior capsular tear occurred. Per the surgeon, the tear was noted at the two o'clock hour, nasal position, and did not extend to the posterior pole. In the opinion of the surgeon, it is unk whether the laser caused or contributed to the event. The tear was noticed after hydro dissection. The surgery was completed, with the intraocular lens (iol) successfully implanted in the bag. No further info is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).